Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, opening curved. Leak test and microscopic analysis was performed which identified; striated opening on posterior and punctured. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool and a striated punctured on posterior assessed as surgical damage like consist in the use of some surgical tool.

Event description:
Patient reported a right side deflation. Additionally, healthcare professional reported "crease/folding of implant" and "double capsule." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional data: b.5., d.7., d.10., h.3., h.6.

Event description:
Additionally, healthcare professional reported "crease/folding of implant" and "double capsule." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: e.3., g.1., g.3.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.